Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.